Event description:
The initial reporter alleged a false reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 module. The patient was a mother who gave birth, and the newborn was treated for a few days based on the mother's screen-positive result at delivery. On (B)(6) 2024, the patient sample was tested three times with the hiv duo elecsys e2g 300 v2 assay, yielding reactive results of 1.43 coi, 1.49 coi, and 1.49 coi. The individual component results for these tests were as follows: hivag 1.43 coi and ahiv 0.093 coi; hivag 1.49 coi and ahiv 0.092 coi; and hivag 1.49 coi and ahiv 0.087 coi, respectively. Subsequent testing at a public health laboratory using an hiv ag/ab combo screen reported non-reactive results. No hiv p24 antigen or hiv-1 or hiv-2 antibodies were detected. The specific method used for this testing was not disclosed. Additional serological testing of the sample included elecsys anti-hcv ii and elecsys hbsag ii assays, which both yielded non-reactive results with values of 0.047 coi and 0.327 coi, respectively.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. No relevant alarms were identified during the period of interest, and no pre-analytical issues were noted. However, the investigation was limited by the unavailability of the patient sample for further testing. The root cause was attributed to a sample-specific discrepancy, as single false reactive results may occur with this assay due to its specificity being less than 100%. The device remains in operation at the customer site. The case will continue to be monitored for any potential trends.